Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower sensor scan values while wearing the adc freestyle libre sensor compared to a competitor's brand meter. Sensor scans of 2.4 mmol/l, 2.1 mmol/ and 2.1 mmol/l were compared to blood glucose tests of 7.8 mmol/l, 8.7 mmol/l, and 13.3 mmol/l on the competitor's brand meter, however, it is unknown if these values were taken at the time of the medical event. As a result, the customer had a seizure and a loss of consciousness and was provided unspecified third-party medical treatment by an hcp. No further information was provided. There was no report of death or permanent injury.